Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during normal device replacement undersensing and loss of capture was noted on this left ventricular lead. This lead was deactivated and was capped and abandoned. A new device was implanted. Subsequently, it was noted that this patient once again needed a biventricular device thus the previously implanted device and left ventricular lead were explanted. A fracture of this left ventricular lead was suspected. No adverse patient effects were reported following the procedure.